Manufacturer narrative:
This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: smith, a.m. Et al. (2007), early complications of operatively treated proximal humeral fractures, journal of shoulder and elbow surgery, vol. 16, issue 1, pages 14-24 (USA). The objective of this study was to review the complications of operatively treated proximal humeral fractures at mayo clinic, rochester, mn and to determine the rates of early complications and the potentially avoidable factors that led to their occurrence. In january 1995 to december 2002, a total of 104 shoulders in 102 patients were studied in detail for early complications of operatively treated proximal humeral fractures. There were 80 patients (52 females and 28 males), ages ranging from 17-96 years (median age -61 years) who underwent (82 shoulders) surgical fixation. Of the 80 patients, 2 female patients had bilateral injuries. The median follow-up was 12 months (range, 3 months to 7 years). There were 22 patients (16 females and 6 males), ages ranging from 29-87 years (median age- 71 years) who underwent (22 shoulders) hemiarthroplasty. Three had a follow-up from 3 to 6 months and 19 had follow-up for 6 months or greater. Of the 82 shoulders with surgical fixation, 22 (27%) had fixation with a fixed-angle blade plate or locking plate (synthes, paoli, pa). Twenty-two shoulders underwent cemented hemiarthroplasty, one of the implants used was global humeral fracture stem (depuy). The 4 most common methods of osteosynthesis were then compared relative to early complications. The complications associated with the type of osteosynthesis using the fixed-angle blade plate or locking plate (synthes, (B)(4)) included fracture displacement (2), delayed healing (6), humeral head subluxation (2), and further surgery (4). Fracture displacement was treated with revision internal fixation. Treatment for delayed healing (2) was treated with revision fixation, of which 1 fixed-angle plate was broken and had a positive culture at the nonunion site (propionibacterium acnes). In the second study, 1 had tuberosity resorption after displacement (global humeral fracture stem (depuy) that required reoperation. The authors concluded that the rate of complications in this study was high and was not related to fracture type, type of fixation, or surgeon expertise. Although these results are directly a factor of how complications were defined, the high rate of malunion, nonunion, and reoperation for patients undergoing osteosynthesis cannot be overstated. Procedure: osteosynthesis hemiarthroplasty. Patient's info: fixed-angle blade plate or locking plate (synthes, (B)(4)), n=2 - fracture displacement, n=6 - delayed healing, n=1 - broken fixed-angle plate and had a positive culture at the nonunion site (propionibacterium acnes), n=2 - humeral head subluxation, n=4 ¿ further surgery. Global humeral fracture stem (depuy). N=1 - tuberosity resorption after displacement. Treatment noted: treatment arm for osteosynthesis group (82). Fracture displacement was treated with revision internal fixation. Treatment for delayed healing (2) was treated with revision fixation, of which 1 fixed-angle plate was broken and had a positive culture at the nonunion site (propionibacterium acnes). There was no specific treatment provided for delayed healing (4), humeral head subluxation (2), and further surgery (4). Treatment arm for hemiarthroplasty group (22). Tuberosity resorption after displacement required reoperation. This report is for a fixed-angle blade plate or locking plate (synthes, (B)(4)). This is report 2 of 2 for (B)(4).